Event description:
On (B)(6) 2012, an mitral valve replacement (mvr) was performed due to rupture of the chordae tendineae of the native mitral valve. This 29mm epic valve was implanted in the patient's mitral position using everting mattress sutures with pledgets. At that time, the patient's native posterior leaflet was noted to be preserved. In (B)(6) 2019 (date unknown), the patient presented with symptoms of congestive heart failure (chf). The patient was examined and revealed a leakage. On (B)(6) 2019, a re-do mvr was performed and the valve was explanted. Upon explant, a tear was observed on the cusp. Furthermore, pannus formation was observed around the stent post in the direction between the anterior leaflet and the p3 position of the posterior leaflet, which was close to the preserved posterior leaflet. Subsequently, a 27mm carpentier-edwards perimount magna ease mitral heart valve was implanted. The patient was in stable condition postoperatively.

Manufacturer narrative:
Explant was reported to be due to leakage. The tear and pannus noted at explant were confirmed. Cusp 1 was torn. All thee cusps contained thinning and loss of collagen at their bases. Fibrous pannus ingrowth was present at stent post 2, and over the commissure of cusps 1 and 2 at the stent post, limiting mobility of both. Fungal hyphae was noted on the surfaces of cusp 3, without inflammation, interpreted as contaminant. No inflammation or significant calcifications were present. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications at the time of commercialization. The cause of the pannus formation, tissue thinning and tear could not be conclusively determined; however, information from the field indicated that the patient's native posterior leaflet was noted to be preserved during implant, and the pannus formed on the valve close to the location of the preserved leaflet. This was possible evidence of a host to device reaction at the site of the preserved leaflet, which would have had the potential to induce increased stress on adjacent cusps and create an unbalanced stress relief distribution between all cusps during coaptation, leading to cuspal tears and reduced durability. It was reported that a smaller, 27mm, valve was subsequently implanted.